Event description:
Reporter indicated that a vns patient developed an infection at the generator site. It was reported that the site was swollen and red and that a large amount of fluid was removed. The surgeon recommended that the patient be admitted to the hospital for treatment with IV antibiotics. It was reported that treatment with another type of antibiotics had been attempted and had not resolved the infections. Follow up with the surgeon revealed that the cause of the infection is unk, but that the infection could possibly be related to the use of sutures that were not coated in antibiotics.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.